Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was inadvertently punctured with hemostats during their lead revision procedure on (B)(6) 2019 (reference MFR. Report#1627487-2019-01393). As a result, the physician opted to replace the ipg during the same procedure. Effective therapy was restored postoperatively.